Event description:
It was reported that the device delivered inappropriate shock for atrial fibrillation. Patient presented in clinic on (B)(6) 2019. Patient was asymptomatic. No changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that the device delivered inappropriate shock. No further information was reported.